Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While impacting the glenosphere the tip of the impactor broke off.

Manufacturer narrative:
Evaluation revealed the glenosphere holder/ impactor to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the items had been in use for more than 3 years (manufactured in 2013), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The returned device showed traces of an intense use. The tip of the thread was partly broken off approx. 8 mm from the face side. Appearance of the breakage surface at the thread indicated that the tip broke in a brittle manner. No plastic deformation was found. The appearance of the damage indicated that the event was related to an intra-operative damage of the device ¿ most likely caused by not properly screwing the glenosphere impactor into the glenosphere prior to impaction (no frictional connection between both units). A pre-damage of the thread in prior surgeries could not be excluded. However in case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
While impacting the glenosphere the tip of the impactor broke off. Sales rep reported that "on this particular case, after the impactor broke off in the glenosphere, the surgeon was trying to reduce the glenohphere into the cup and somehow got a retractor behind the baseplate, and levered the whole construct out of the glenoid. The patient's bone quality was very poor. The surgeon decided to redirect the center screw to get better purchase, so a whole new construct was put into the glenoid. The glenosphere was then impacted with a head impactor the second time around." Sales rep verbally clarified that the event occurred during primary surgery.